Event description:
Per spouse, pt's pump stopped working (while in use) at 11:00am today, and would not come back on, spouse stated that they noticed the malfunction immediately, pt was only without medication for a short period of time, while they switched to the other functioning pump, so pt did not have any side effects as a result of the malfunctioning pump. A new pump will be sent to the pt for delivery tomorrow, (B)(6) 2016 and a return box as well for the malfunctioning pump, serial number of malfunctioning pump: (B)(4) (due 07/13/2017). Dose or amount: 65.8 nkm, frequency: every 48 hours, route: subcutaneous - from (B)(6) 2015 to ongoing. Diagnosis or reason for use: pah.